Event description:
Consumer sent e-mail stating the breed (cord) was not braided for the tampon, which made it hard to pull out. No injury was reported.

Manufacturer narrative:
01-dec-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating the breed (cord) was not braided for the tampon, which made it hard to pull out. No injury was reported.